Event description:
It was reported that the patient's pump leaked twice, and the physician had then turned the pump off. A critical alarm was heard 7 times a day. It was recommended that the patient see their physician to disable the alarm until the pump was turned back on. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.